Event description:
Facility reported "the blood leak alarm sounded" on the dialysis machine. Blood in the dialyzer and lines was discarded. Estimated blood loss was 210cc. No medical intervention. Preincident hemoglobin was 14, postincident hemoglobin was 12.8. The sample is available for examination.

Event description:
Facility reported "the blood leak alarm sounded" on the dialysis machine. Blood in the dialyzer and lines was discarded. Estimated blood loss was 210cc. No medical intervention. Preincident hemoglobin was 14, post-incident hemoglobin was 12.8. The sample is available for examination.